Event description:
It was reported that following a pubovaginal sling procedure, the pt experienced complications. Upon examination, the doctor found that the mesh had erroded through the vaginal wall. The doctor performed a resection of the exposed mesh (4.5 x 1.0 x 0.2cm) in 5/2004. The pt is reported as continent and healing without any further complications.